Event description:
It was reported that the atrial lead exhibited high impedances of 2181 ohms in bipolar and 1970 ohms in unipolar. Capture threshold elevated from .75 v to 1.25 v in bipolar. Sensing had decreased from 5 mv to 1 mv in the last 12 months.